Manufacturer narrative:
An investigation of the reported condition was performed by the supplier for this product. A device history record (DHR) review was completed for the reported lot and it was confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples or photographs received with this complaint therefore an examination of the reported condition could not be made. Based on the investigation and analysis, the root cause could not be identified due to insufficient information, thus no corrective/preventive action will be taken. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10/23/17. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that there was only 4 each of sponges in the packaging band which should contain 5 each.